Event description:
Alaris IV pump set up with IV infusion of oxytocin for ob patient in labor. The rate was set at 2cc/hour and the "start" button pushed. Rn examined the IV bag of oxytocin and noted that the medication was being "bolused" into the patient. The infusion was stopped immediately, and the fetal heart rate had a twelve minute prolonged deceleration. A terbutaline injection was given to the mother. Apgars of baby were 7 and 8. Baby and mother discharged two days later.

Event description:
Alaris IV pump set up with IV infusion of oxytocin for ob patient in labor. The rate was set at 2cc/hour and the "start" button pushed. Rn examined the IV bag of oxytocin and noted that the medication was being "bolused" into the patient. The infusion was stopped immediately, and the fetal heart rate had a twelve minute prolonged deceleration. A terbutaline injection was given to the mother. Apgars of baby were 7 and 8. Baby and mother discharged two days later.